Event description:
During an MRI infusion, the hospital reported an excess amount of fluid flowed to the pt. The fluid being infusion was saline, and no harm came to the pt. No pt injury occurred.

Manufacturer narrative:
The pump has been examined by iradimed corporation. Examination of the 3861 determined no malfunction of the pump could explain the reported event. The infusion set used at the time of the event was discarded by the hospital, but the hospital believed it was a 1056 standard infusion set. The examination of the pump's history/event log did not identify any action that can account for the event. From the info available, the likely cause of this report was the incorrect positioning of the infusion set in the pump by the user. The proper method of installation is described in the operator's manual (see attached section). The instructions warn that stretching the tubing, or mispositioning the tubing can result in free-flow conditions. In response to this and other similar reports, iradimed corporation initiated correction no. 3005053560-09/17/12-002-c on 8/31/2012 to notify users of the possibility of this risk. These same instructions are provided in the operator's manual, but an add'l instruction care was provided to users to emphasize these important instructions and precautions. Copies of the correction and instruction card text provided with this report.